Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient did not notify the pd clinic that they went to the ER. At the ER it was noted the patient had an elevated white cell count (no values available). The patient was admitted to the hospital with a documented diagnosis of spontaneous bacterial peritonitis (sbp). No culture results were in the patient records. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 1,250mg every 5 days. The patient was discharged on (B)(6) 2025. The patient had two remaining doses of antibiotics to be administered on (B)(6) 2025. No cause was attributed for the sbp. The pdrn stated this patient does not follow any instructions pertaining to pd therapy as he does not believe he can get an infection. No further information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of spontaneous bacterial peritonitis. However, there is no documentation in the complaint file of a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. The cause of the sbp is not known, however; sbp is usually due to translocation of bacteria from the intestinal lumen, and most are caused by enteric bacteria (mainly escherichia coli, klebsiella pneumonia, enterococcus faecalis, and enterococcus faecium). Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s spontaneous bacterial peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient was hospitalized with peritonitis. Additional information was obtained through follow-up with the pdrn. The patient went to the emergency room (ER) on (B)(6) 2025 due to abdominal pain. The patient did not notify the pd clinic that they went to the ER. At the ER it was noted the patient had an elevated white cell count (no values available). The patient was admitted to the hospital with a documented diagnosis of spontaneous bacterial peritonitis (sbp). No culture results were in the patient records. The patient was administered antibiotics with intraperitoneal (ip) vancomycin 1,250mg every 5 days. The patient was discharged on (B)(6) 2025. The patient had two remaining doses of antibiotics to be administered on (B)(6) 2025. No cause was attributed for the sbp. The pdrn stated this patient does not follow any instructions pertaining to pd therapy as he does not believe he can get an infection. No further information was provided.